Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button was unresponsive or slow to activate despite user attempts to use a light touch, a restart, and clinical confirmation that the button did not function as expected. Symptoms included device usability difficulty related to operating the sleep/wake control. Outcomes included the need for device replacement and user guidance to back up data, shut down the device, and return the original unit, with continuation of cgm use on the phone or receiver until replacement arrival. Investigation included customer service troubleshooting and verification of ongoing button malfunction and inspection of the returned device. Investigation of this device revealed a suspected hardware failure of the sleep/wake button consistent with a device component malfunction that did not resolve with restart. It was concluded, based on previously established findings for similar reports, that the cause was a component-level failure of the user interface button.